Event description:
It was reported the impedance measurement was high on the left ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4092 implantable pacing lead, implanted: (B)(6) 2008; 4076 implantable pacing lead, implanted: (B)(6) 2008; 7002 competitor implantable tachy lead, implanted: (B)(6) 2009.(B)(4).